Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted five sets of setscrew marks on the terminal pin in the correct location. There was a cut through the insulation approximately 39.5 cm from terminal pin. Resistance and pressure testing was performed. The pressure testing failed due to the cut. Electrically, the lead was found to be continuous. The damage to the lead was determined to have been the result of the attempted implant procedure.

Event description:
Boston scientific received information that this system was exhibiting noise and possible oversensing on the right ventricular (rv) channel during this implant procedure. The lead was noted to be secured in the header of the competitive device but normal movements seemed to cause noise and oversensing. The lead was interfaced to another device and the issues continued. Therefore, the lead was replaced. No adverse patient effects were reported.